Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured approximately 5.5 cm from the hub. In addition, the support coil winds were exposed at the fracture location. The benchmark was kinked approximately 14.0, 48.0, and 78.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the benchmark was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Further evaluation of the returned device revealed that the benchmark was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing medical procedure in the posterior inferior cerebellar artery (pica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician injected a non-adhesive liquid embolic agent through a non-penumbra microcatheter that had been placed using the benchmark. The physician then removed the microcatheter from within the benchmark. The benchmark then split apart when the physician injected contrast through it. The benchmark was therefore removed. It is unknown how the procedure was completed and it is unknown if there was an adverse effect to the patient.